Manufacturer narrative:
Event summary as reported, during a ureteroscopy, an ncircle tipless stone extractor was used, then a laser was used. When they attempted to use the ncircle tipless stone extractor again, the basket sheath kinked and the extractor would not go through the endoscopic valve. An ngage® nitinol stone extractor was used to complete the procedure. The patient did not experience any adverse effects as a result of the issue. Investigation ¿ evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the device were conducted during the investigation. The device was returned to cook for investigation in open packaging. Multiple kinks were found in the basket and the support sheath, at 2.3cm, 26.4cm, 27.5cm, 44cm, 51.2cm, 72cm, 101.2cm, and 113.5cm from mlla (male luer lock adapter). It is unable to be determined if the kinks were caused before or after customer repack. The handle actuated the basket assembly and the basket formation was undamaged. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows one other complaint associated with the complaint device lot. This other complaint was for an issue where the basket would not open/close properly. The complaint device for this other complaint was not received at the time of this investigation. We were unable to determine if the complaint failure modes are related. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other confirmed lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook concluded that the cause of the event could not be conclusively determined. It is possible that the sheath was difficult to reinsert into the scope, leading to the observed damage. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during a ureteroscopy, an ncircle tipless stone extractor was used, then a laser was used. When they attempted to use the ncircle tipless stone extractor again, the basket sheath kinked and the extractor would not go through the endoscopic valve. An ngage® nitinol stone extractor was used to complete the procedure. The patient experience any adverse effects as a result of the issue.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510k # ¿ exempt . Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.